Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the image provided for the force bipolar associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). It looked like one of the grips was bent causing the grips to be misaligned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was unable to be taken out of the trocar and had to be removed all at the same time. It was noted that part of the hinge broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist could not be straightened due to physical damage. There were no fragments observed.